Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-jul-2025, the user reported that the ilet device fell while charging and the screen was cracked. The screen was nonfunctional, and the user was unable to swipe. The highest recorded blood glucose (bg) was 247 mg/dl. The event was corrected with backup therapy, and a replacement device was arranged. The device did not provide a high bg alert. No symptoms were reported, and no medical intervention was required.